Manufacturer narrative:
E1: medical corporation foundation meirikai meirikai tokyo yamato hospital e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation and the device was inspected. The customer's allegation was confirmed. Additionally, the device evaluation found electrical contact corrosion. Based on the results of the investigation, it is likely that the following led to the malfunction: image noise occurred due to ccd (charge coupled device) failure. A definitive root cause could not be determined for the electrical contact corosion. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had noise in the image. The issue was found during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.